Manufacturer narrative:
Manufacturing traveler and inspection records for device show that it was manufactured within specification.

Event description:
During a kyphoplasty procedure as the physician began to remove the de-articulated vertebral augmentation needle, the tip broke off and remained in the patient's pedicle. After making attempts ot remove the tip, physician referred patient to spine specialist and inquired how to remove the tip with osseon's r&d department. Subsequently, the spine specialist removed the needle tip with no complications and the kyphoplasty was re-schedule for the patient after an appropriate recovery time period.